Event description:
It was reported that the access door would not latch due to debris in the latching mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.